Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
Arjo received notification from iric where customer reported that "patient's appear to be slipping through arjo flite slings." No injury was sustained. Collecting of the information from customer is ongoing.

Manufacturer narrative:
Provided customer details.

Manufacturer narrative:
The arjo representative was not able to examined a sling in question as the customer disposed the sling after the event. Therefore the evaluation was not possible. The arjo representative took the another sling from the same batch number from the customer stock. The sling inspection did not reveal any malfunction. During interview the customer stated that is very knowledgeable about the selection criteria and they don¿t use an arjo sling measuring tape. The instruction for use for sling clip contains information that: "arjo sling measuring tape is sizing accessory only intended as a guide and is an approximation. Patient width and body proportions should also be considered when selecting the correct size of arjo sling. The patient¿s physical disabilities, weight distribution and general physique needs to be taken into consideration when selecting a sling." As the sling is not available for the inspection the customer allegation cannot be confirmed. The complaint is a singular occurrence. It was reported by the customer that the patient was slipping in the sling. The sling was disposed by the customer and sling evaluation was not performed. No indication of patient injuries were reported in relation to this failure. This complaint has been determined reportable due to reported: patient slip through the sling.

Event description:
It was reported that during initial phase of transfer, a patient started to slip through the hole where the buttocks rest. The patient did not fall out from the sling. No injury was reported. The customer stated that, the same patient was transfer in different model of arjo sling with no problems. The customer suspicions was that the flite sling material is too smooth for a patient with slender build.

Manufacturer narrative:
Collecting of the information is ongoing. Additional information will be provided upon investigation conclusion.